Manufacturer narrative:
(B)(4). Eval, results: myocardial infarction.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. An endeavor sprint rapid exchange (rx) drug - eluting stent was implanted in the 1st obtuse marginal. It was reported that the pt suffered a periprocedural mi one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available, pt was asymptomatic/free of symptoms at 30day, 6 month, 1 year and 1.5 year follow ups.